Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that: "sterile package had a hole in it and the plastic on the end had broken thru."